Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced difficulty pairing the ilet bionic pancreas to a dexcom g7 sensor while the dexcom mobile app remained paired, and the issue was addressed by instructing the user to toggle the ilet cgm setting between g7 and g6, reenter the pairing code, and restart the ilet, after which pairing was in progress. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included no clinical intervention and no interruption to therapy beyond the pairing delay. Investigation included technical support troubleshooting and user-guided reconfiguration. Investigation of this case revealed that device communication was restored following software setting adjustments and a device restart. It was concluded that the event was related to pairing configuration and was resolved through standard troubleshooting without patient harm.